Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal denaturation of the tip resin portion. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed intraoperatively, with arcing occurring during the procedure. At the time of the arcing event, the instrument was being removed and cleaned, and the output of the e-200 was lowered. Other instruments in use included the fenestrated bipolar and cadiere forceps, but the arcing originated from the maryland bipolar instrument itself. There was no injury to the patient. The instrument had been inspected before use and showed no signs of damage or irregularities. No collision with any energy instrument occurred during the procedure. The surgeon believes the arcing was caused by electricity passing through the instrument's tip resin, which had been carbonized due to thermal denaturation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.